Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation and unraveled/stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported distal core/tip separation and unraveled coils appear to be related to case circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement and or the procedure, the guide wire tip became damaged causing the unraveled appearance. Further manipulation of the guide wire like resulted in the tip separation and subsequence noted damages and causing delays and hospitalization. Additionally, the reported foreign body in the patient appears to be related to the operational context of the procedure as separated portion of the guide wire remains in the patient free floating and it is unlikely that it will migrate up towards the ostium of the rca. Corrosion was noted on the guide wire and likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: other serious removed and hospitalization added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a totally occluded lesion in the right coronary artery (rca). A balance middleweight hydro guide wire was being used when it appeared to look unraveled, then the guide wire core separated into two pieces. A portion of the device remains in the patient free floating; however, per the physician since the rca is occluded they doubt that it would migrate up towards the ostium of the rca. Therefore, no treatment has been performed. The patient is fine, and there was a clinically significant delay in the procedure. No additional information was provided.